Event description:
A customer reported a scan timeout error with the adc device, and therefore high/low glucose alarms were not available. The customer became hypoglycemic with symptoms of dizziness and chills and required treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number for sensor has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan timeout error with the adc device, and therefore high/low glucose alarms were not available. The customer became hypoglycemic with symptoms of dizziness and chills and required treatment of sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mbgz345-j1848 has been returned and investigated. Visual inspection was done on reader and no physical damage was observed. Attempted communication between returned reader and known good sensor. Sensor successfully communicated with the returned reader. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.